Event description:
It was reported that the needle did not deploy at pod activation.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Manufacturer narrative:
The device was received not deployed. Download data generated an 0x5f, open ground at the hook switch, hazard alarm. Timeouts were observed in the pulse width data. The device was reset and successfully delivered a 5u bolus. Rerun data showed no abnormalities. The smc measured within specification. Fluid path testing found fluid able to flow through the complete fluid path as intended. No leaks or blockages were observed. Inspection of the needle and drive mechanisms found no damages or defects. The alarm is confirmed as the cause of the needle mechanism failure. The cause of the alarm could not be determined.